Manufacturer narrative:
The service representative confirmed the cover would not stay raised; however, the cover descended quite slowly. The tension of the cover springs was adjusted to allow the cover to stay raised without falling. There have been no subsequent contacts from the customer regarding the top cover closing on its own after the adjustment of the cover springs. A review of labeling concluded that the issue is sufficiently addressed. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. A malfunction of the top front cover was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the outer lid on the architect c16000 system, serial (B)(4), is not holding itself upright. If not pushed upright to its full extension, the lid will fall down. It landed on one staff member's head. No injury was sustained. An abbott service representative confirmed the lid did not remain upright and descended slowly. A standard procedure to adjust the counter-balance was performed to resolve the issue.